Manufacturer narrative:
Further info from the reporter regarding event product, or pt details has been requested. No additional info is available at this time. The event of "mild bruising", "pinkness" and right side nerve pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and micrological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.

Event description:
Healthcare professional reported immediately after injection in the cheeks with two syringes of juvederm voluma xc, the pt experienced "mild bruising and some pinkness on the left more so than on the right". The healthcare professional also reported that approx 4 months after injection the pt experienced "right side nerve pain" in the area of injection. The pt was prescribed a "steroid" by their primary care physician to treat the pain.